Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2014. C6tr01 crt-p, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited higher than normal threshold and low impedance. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.